Manufacturer narrative:
Patient information was unavailable from the site. The collimator was returned to the manufacturer for analysis, and a mechanical failure mode was found. Collimator was returned without shipping brackets installed. Installed collimator in an imaging system and upon start up the system did not achieve ready; collimator initialization error. Used smart terminal to troubleshoot collimator per (B)(4) and determined collimator initialization error was due to colx stroke error exceeds limit. Attempted to adjust collimator using (B)(4). X leaves remained closed following homing. (B)(4).

Event description:
A medtronic representative reported that the imaging system displayed a collimator error and they could not perform the scan during a spinal fusion procedure. The system was restarted without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.